Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a competitor guidewire could not be completely removed from the left ventricular (lv) lead. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.